Event description:
It was reported that the saw began leaking and shooting a black substance into the pt wound site during a bunionectomy procedure. There were no pt complications. The procedure was completed successfully, but it is not known at this time whether or not any additional medical treatment was required.

Manufacturer narrative:
The handpiece was received at the MFR for eval, and the reported condition of the device leaking was confirmed. Based on the investigation details, the likely cause was problems with the top bearing (on the rotor), which was replaced along with the motor cartridge and other components. Service did a clean, lube, and adjust to the device, and it was repaired and returned to the customer.